Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has three reports: manufacture report number # 2029046-2022-00131 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). Product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). Importer report number # 2029046-2022-50003 for product code m490008 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered a stroke requiring prolonged hospitalization. It was reported that during ablation, the impedance would start off normal and then it would rise and rise and the smartablate¿ system rf generator (us) would just shut off. The catheter was repositioned with no resolution. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue remained. It was then noticed that the smartablate¿ system rf generator (us) was on the wrong settings set by the staff. Regarding the generator settings it was an old template for low flow on posterior wall, set as a 4mm catheter so the flow would be 2ml/min instead of 15 and then use the temperature control setting. When continuing ablation the issue remained off and on with the temperature issue. The catheter was checked for char and there was char at the tip of the 2nd thermocool® smart touch® sf bi-directional navigation catheter. The char was wiped off and the issue resolved. It was then noticed that the patient had a stroke. It was noticed and confirmed by a computed tomography (CT). No other information was available regarding the patient complication at the time of initial call. Additional information was later received indicating the adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event has not been provided since the physician has not been consulted since the event occurred. There was bwi product malfunction with char on catheter tip and impedance irregularities. The patient was admitted to ICU following procedure and require extended hospitalization because of the adverse event. Patient¿s condition was reported as stable. It is unknown what type of intervention was provided. The outcome of the adverse event is unchanged. The duration of ablation used was not greater than 60 seconds and 120 seconds. The average contact force was not greater than 40 grams, greater than 25 grams, and there were no ablations that used forced above 40 g for any extended periods of time. The irrigation rate used was outside of those prescribed: generator was being operated in a temp control mode with a flow rate of 2 at a wattage of 40-50. When the error was discovered, the generator was changed to power control mode stsf default flow rate 8/15. Another type of saline was used during the case. The carto visitag module was used and the settings were range: 2mm, force over time (fot) of 25% time: 3 seconds and force: 3g. Color option used prospectively was tag index. It was additionally reported that the impedance rise occurred with both catheters. The previously reported temperature issue was not a temperature issue it was the steady rise in impedance not a temp issue. Char was not noticed on the 1st catheter only on the 2nd catheter. When the error was discovered, the generator was changed to power control mode stsf default flow rate 8/15. The irrigation fluid was a heparinized normal saline solution with a 1:1 ratio.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered a stroke requiring prolonged hospitalization. Device investigation details: the device investigation has been completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be. A manufacturing record evaluation was performed for the finished device 30663820l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the physicians name was inadvertently omitted from section "e. Initial reporter" of the 3500a initial MDR. The information has now been populated to the appropriate fields.